Event description:
Customer reported the following statement from the nurse: "syringe hung (B)(6) at 1900 at 11:00 (B)(6) syringe had not infused but pump read as though it did. Please pull report from (B)(6)". Intended programming: pca dose (mg) 0.2. Lockout interval 15 minutes. Continuous infusion (mg/hr): 0.2 hourly, max limit 1mg/hr. Brand and size of syringe: bd 50ml. Additional info: on (B)(6) a new syringe was inserted (50ml) and tubing was primed. The following day (B)(6) 2012 at 11:30 the syringe still had 49ml left in it. Current practice is that they do not read the syringe every hour, they only read the pump. The pump was documenting that the pca was infusing without difficulty. Customer states that no additional pt/event info is available.

Manufacturer narrative:
(B)(4). Eval summary: device not received, lot review only. The customer's report of a syringe not infusing could not be confirmed. The customer stated the last syringe was added on (B)(6) 2012 at 7:00pm and at 11:00am on (B)(6) 2012 no volume had been delivered, however, the logs show that at 10:30am a new syringe had been added. Between 7:00pm on (B)(6) 2012 and 10:30am on the (B)(6) 2012 the logs record that 4.102ml were delivered; 0.8 came from four separate pca requests (4 x 0.2ml). The device was shut off at 12:45 after delivering another 0.45ml. No programming errors were found and no device faults were recorded by the pca module or pc unit. No malfunction is believed to have occurred. The root cause of the customer's reported failure was not determined. It is possible that the user was unaware of a new syringe being added at 10:30am and when the volume was checked at 11:am, it seemed the device had delivered no medication.